Event description:
It was reported, that during a da vinci-assisted gastrectomy surgical procedure. The harmonic ace instrument blade fractured. The fractured part was removed and no fragments remained in the patient. The procedure was completed using a backup harmonic ace instrument. Isi followed up with the initial reporter and obtained the following additional information: the fragment was removed using a laparoscopic graspers. All fragments were confirmed, by the endoscope to have been retrieved. No additional surgical procedure was required to remove the fragment. And no post-operative tests were performed. The instrument was inspected, prior to use with no damages observed. The instrument was used for about an hour, prior to the breakage. The instrument was being used for dissecting when the issue occurred. There was no instrument collision. And no issue with the instrument functionality, prior to the break. There was no resistance, no damage to the cannula, and no further damage to the instrument upon final removal. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting, physical damage. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and found to have a broken blade. The blade broke at roughly 0.10" from the base. The broken piece was returned. Further investigation found that the teflon pad on the clamp arm was damaged. There was no material missing. The complaint regarding physical damage was confirmed, by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The provided image is consistent with the instrument missing part of the tip. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites, due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.